Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal unknown therapy. This is one of multiple reports by same reporter. On an unreported date, the patient began treatment with dianeal unknown therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd) with the homechoice (hc) device. On (B)(6) 2011, the nurse reported that she had a patient (4 of 4 total patients) who experienced peritonitis after switching to the new baxter luerlock and tubing sets. The nurse stated that she believed that the cause of the peritonitis was possibly due to the new luerlock and tubing sets. It was not reported if treatment was rendered, if dianeal unknown therapy was ongoing, or if the event of peritonitis resolved. The nurse stated that the event of peritonitis was not related to dianeal unknown.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved with this issue. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.